Event description:
In 2021 the medical team in (B)(6) had a successful impella cp support. In (B)(6) 2022 the jpvad registry noted an access site bleed attributed to the use of impella treated with 2+ units of blood.

Manufacturer narrative:
The medical center discarded all impella pump and sheath product in 2021. No investigation to root cause is possible. The failure mode will be monitored and trended.